Event description:
Cellulitis. Info was received on 3/3/2003 from a physician regarding an unidentified pt with a history of osteoarthritis of the knee. The pt received their first series of synvisc injections in the right knee in 2002. One day following the third injection, "which was in 2002", the pt experienced edema in the right leg. At the time of this report, the pt's clinical outcome is unknown. Add'l info was received on 5/29/2003 from the treating physician regarding the pt with a fourteen year history of severe osteoarthritis with x-ray findings consistent with joint narrowing and osteophytes. The pt has been treated in the past for their osteoarthritis with nsaids and steroids. The pt is reported to have symptoms of joint pain and joint swelling prior to synvisc series of injections. The pt received the synvisc injections in 2002. There was no fluid aspirated from the right knee prior to either of the three synvisc injections. The pt received their third synvisc injection and developed knee pain and swelling of the right knee as well as worsening right leg and ankle edema. The reporter noted that the pt may have had low grade cellulitis of the right left and, therefore, in 2003 the pt was treated with antibiotics and diuretics (type and dose unknown). The pts cellulitis improved, although the pain and swelling are still severe. The pt also underwent a doppler study for venous thrombosis which was negative. At the time of this report, the pt's clinical outcome is unknown. Qa investigation results: product release data for both us and canadian facilities were reviewed. No product trends were identified, which could potentially have been associated to a product complaint. All synvisc lots released met specification limits and the data showed normal variability.